Event description:
It is reported this even occurred in the picu. The insertion site was the basilic vein. After gaining access with the 21 ga needle the wire was introduced into the vein. The needle was removed from the vein and wire. The sheath/dilator was placed over the wire and advanced toward the skin line. When the clinician attempted to push the sheath through the skin, there was resistance. The clinician attempted several times without success moving the sheath/dilator into the lower skin layers. The sheath/dilator was removed and examined. It was discovered that the sheath distal portion was distorted. A second tray was opened and the sheath removed from the tray to complete the insertion. There was no delay in treatment noted. There was no patient injury, complications, or death reported.

Manufacturer narrative:
(B)(4).